Event description:
It was reported that during the implant attempt, the lead demonstrated high impedance measurements and a high threshold. It was also noted that nine different locations were attempted. The tissue was also removed from the tip of the lead. The analyzer cable was changed first and then a new lead was implanted. The first attempted lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal end low voltage electrode was covered in blood and body tissue/fibrotic growth. The lead also had apparent implant damage.